Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with the implantable cardioverter defibrillator exhibiting post paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing. The electrophysiologist reviewed the episodes and elected to monitor the patient without making any programming changes at this time.

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) had additional post paced t-wave oversensing (pptwos) episodes which was discovered remotely via merlin.net. The patient was asymptomatic. No changes were made and there were no consequences to the patient.